Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to difference in sensor glucose and blood glucose readings. The customer reported blood glucose value of 478 mg/dl. The event involved product(s) unk_ngp, mmt-7040a. Troubleshooting on sensor and blood glucose reading discrepancy confirmed that insulin delivery was not suspended due to reported event and the blood glucose and the sensor glucose value at the time of event was found to be 70 and 478 mg/dl. The difference in value between sensor glucose and blood glucose was 408 mg/dl, which was not within target range of 30%. Troubleshooting on hypoglycemic event was not performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. Product return is expected for unk_ngp. Product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.